Event description:
Circuit on ventilator was found to hot to touch. Concha reading was 50 degrees c. Shut concha off immediately. Ventilator alarmed twice, at 6:30 and 6:45 pm. Nursing drained excessive water from tubing. Noticed water was real warm to skin touch. Rt noticed tubing coming from the flow source attached to the concha above the thermostat assembly and the rest of the circuit came off the opposite side of the concha to the pt. Switched these and had the pt part of the circuit connect above the thermostat assembly, put the circuit that was connected to the flow over the opposite side of the concha. At this point unit registered 50 degrees c.